Event description:
It was reported that a patient had left arm pain and both leads were mostly to the right. During initial programming, a manufacturer representative was having trouble getting the stimulation where it was needed on the left side. X-rays were done and found that both leads were on the right side of the spine. Only the bottom two electrodes on the left lead looked midline, and with those two electrodes the patient was able to get bilateral coverage. The leads needed to be moved or replaced. There were no patient symptoms or complications associated with the event. It was later reported that the leads had been placed to the right and no lead migration was suspected. A lead revision had not been scheduled yet. See MFR. Report 6000153-2014-00161 for information about the initial lead implant procedure.

Manufacturer narrative:
Concomitant products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).